Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material and the inside of the light guide lens is dirty. Other observations for the device are: objective lens has a scratch; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has coating peeling and a wrinkle; forceps channel port is shaved; scope (s) s-cylinder is shaved; switch (sw) sw1 has a scratch; s-connector has a scratch; sc cover unit has a scratch; due to wear of angle wire, bending angle in all directions does not meet the standard value; due to wear of angle wire, the play of up/down and right/left knobs is out of the standard value; distal end cover (c-cover) has a scratch; and because s-cylinder is shaved, suction volume does not meet the standard value. The user¿s complaints were confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of angles reduced in all directions and connecting tube having kinks as noted during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material and the inside of the light guide lens is dirty. This medwatch is being submitted for the reportable issues of foreign material in the forceps elevator and inside of the light guide lens being dirty as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer and more information is available of evaluation of the event. Correction being made for b1 (not provided in the initial MDR). This supplemental report is being submitted to provide this information. Information of reprocessing at the facility: in general, reprocessing is performed as per the instructions for use (IFU). However, this device was returned to olympus without being reprocessed. An air water channel cleaning adapter is used for pre-cleaning, which is performed following IFU immediately after a procedure. Detergent used for pre-cleaning is bodedex/asl detergent. The endoscope channels are brushed during manual cleaning with both a reusable brush and a single use brush. If a single use brush is used, it is not reused. The brushes at the facility are mh-507, bw-20t and maj-1888. Cleaning and disinfectant solution used with the endoscope is glutaraldehyde (ga) 2%. An automatic endoscopy reprocessor (aer) is not used to reprocess at the facility. It is not known if and how the endoscope is dried after reprocessing. The endoscope is stored in a closed cabinet after reprocessing. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There was no repair history on the subject device. It is not known if this device has been used on a patient with the presence of foreign material. The foreign material in the device is not identifiable. The root cause of the material remained in the device could not be determined. The customer follows reprocessing steps as per the instructions for use (IFU). However, this device was returned to olympus without being reprocessed. This could be the reason for the foreign material found on the forceps elevator. The inside of the light guide (lg) lens was dirty likely because the glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, etc. Then, humidity invaded lg lens which led to corrosion. However, this cannot be concretely determined. Other nonconformities of the device were observed; however, it cannot be judged that they contributed to the cause of the event. IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.